Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d4 primary UDI number, d8, h3, h6. Based on the results of the investigation, it is likely the following led to the malfunction: the output signal wire was broken and had short circuit due to the kink which caused temporary occurrence of the event. The kink may have occurred by uncalculated massive external stress such as excessive twisting and bending. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. There were no reports of patient harm.